Event description:
During laparoscopic gastric bypass, two soft bowel graspers broke. The two tips of the soft bowel graspers which broke off inside the abodominal cavity were recovered. There was no injury or further complication to the pt.